Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered two shocks as per emergency room department. However, the device clinic noted that the device initiated but did not give the shocks. Moreover, the shock caused the patient wife bruises and burns on the back arm. The device remains in service. No additional adverse patient effects were reported.